Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8785, lot# n714171, implanted: (B)(6) 2017, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving bupivacaine 20 mg/ml; 12.7 mg/day and demerol 180 mg/ml;115 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2017. It was reported the patient experienced increased pain for the past several months and volume discrepancies at refill. The expected and actual refills volumes have been off. The amounts were unknown. The patient had surgery to replace the pump and catheter on (B)(6) 2018. A portion of the catheter that was attached to the pump was explanted with the pump and will be returned to the manufacturer. The physician could not locate the remaining portion of the catheter and didn't want to make further incisions to locate the remaining portion out of fear of increasing the patient¿s risk of infection. No environmental/external/patient factors may have led or contributed to the issue. No diagnostics/troubleshooting were performed. The issue was resolved. Patient status was alive - no injury. Patient weight and medical history were asked and will not be made available. No further complications were reported.

Manufacturer narrative:
The pump was returned and analysis found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8785, lot# n714171, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The patient¿s pump was refilled on (B)(6) 2017. The patient was seen in the physician's office on (B)(6) 2018 for a pump refill. The expected volume was 4.5 ml and the actual amount removed was 14.5 ml. The patient was seen by his managing physician on (B)(6) 2018 for a dye/rotor study. The physician was unable to aspirate any drug out of the catheter, so dye was pushed, but he did see the pump rotors turn. An alarm was sounding stating the pump was empty, but 9 ml was removed. The cause of the volume discrepancy was not determined. The volume discrepancy and pain has been resolved. The device was returned to the manufacturer for analysis.